Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device underwent a visual inspection and functional tests. The reported issue was partially confirmed. There was a mark discovered on the cord, though it was not a burn/scorch mark. It was identified to be a black grease mark, which was removed. No other discernible damages were discovered. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): "match all items in the package with the components shown below. Inspect each item for damage. If the instrument is damaged, a component is missing, or you have any questions, do not use the instrument; immediately contact olympus." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, that after receiving the camera head back from the repair, there was a scorch mark on the cord and it was unable to be used. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. This report will be supplemented if additional information becomes available at a later date.